Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User successfully completed the cannulation at duodenal papilla, then user advanced the wire guide through stenosis area successfully, then exchanged the wire guide and keep the wire guide in place. User opened the package and exchanged through express port and along with wire guide into endoscope working channel reached proximal end of stenosis area, then stent delivery system over the stenosis area and user observed the yellow mark at the entrance of duodenal papilla, and keep 0.5-1cm place, then pulled the trigger while found out the stent cannot be deployed. User retracted the stent delivery system from patient and tried to deploy the stent which is failed. User changed to another device to complete the procedure. What was the position of the elevator? Open. Details of the wire guide used (diameter, type, make)? Cook 0.035'' wire guide. Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No. Was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? N/a, yes, no (if yes, at what point?) No.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c2201748 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 08 july 2025. Refer to the product return object (B)(4) examination of returned device field for lab attendance and lab evaluation notes. On evaluation of the device, the following was observed: visual inspection: introducer returned in protective tubing. Red safety tab not returned. Directional button in deploy position. Red shuttle before the ponr. Safety wire still in place. Stent is returned within delivery system and white tip is withdrawn into the outer sheath. Crinkling/compression observed in the clear section of the outer sheath. Functional inspection: handle actuating fine for deployment and recapture. Safety wire removed with no issue. Unable to deploy stent. Handle opened to internally inspect device. All cogs of handle intact. Sheath tube separated from shuttle cap. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually insect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause of the deployment issue reported could be contributed to the torturous path causing a build-up of pressure and resulting in the crinkling/compression observed in the clear section of the outer sheath. It is possible that during attempted deployment, a tortuous path caused a build-up of pressure leading to the outer sheath separating from the shuttle cap which, would have caused the difficulty experienced by the customer when trying to deploy the stent. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the customer, the stent cannot be deployed. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 06-aug-2025.